Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 years 5 months post implant of this pulmonary bioprosthetic valve, it was replaced valve-in-valve with a transcatheter pulmonary valve (tpv) for severe regurgitation and stenosis. No additional adverse patient effects were reported.